Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set as the patient stated the infusion set was not lasting 7 days. No further information available.